Event description:
This patient developed pain around the pocket site and down his arm. The patient had a possible allergic reaction to the pacemaker system. The system was explanted on (B)(6) 2011 and not replaced as the patient was deemed intolerant of implanted devices. There are no known complaints associated with the functionality of this device.